Event description:
It was reported that during implant attempt, the helix would not extend, and no pacing output could be delivered. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, on visual inspection, it was noted that the helix was stretched out beyound specification and there was distortion of the distal and defib conductors and deformation/fracture of the proximal section of the inner coil and extension problems of the helix.